Manufacturer narrative:
Investigation revealed that there was no system malfunction. Investigation of the case logs revealed that the misplaced implant most likely occurred due to skiving. Excessive force and skiving can lead to the misplacement of screws. The user reported that one screw was misplaced during an intra-operative CT case. Review of the case logs revealed that l5-l was planned in an area prone to skiving. Ultimately, the user was able to re-spin the patient and replace the implant. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.